Event description:
It was reported that during the procedure, the right ventricular (rv) lead exhibited high pacing impedance and no nominal parameters were able to be measured. The lead was repositioned but the issue persists. The lead was replaced and the procedure continued with the new lead on (B)(6) 2025. The patient was stable throughout.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. All tines were intact and undamaged.

Manufacturer narrative:
Correction: g2. Report source: "distributor" tick box also should be checked.